Event description:
It was reported by the caller, clinical account specialist, that the ultrasound system displayed error: "4d ice not acceptable for use". To troubleshoot the connections were reseated without resolution. The catheter was replaced, the issue was resolved, and the procedure was continued. The caller is requesting a replacement catheter. The catheter is available for return and the caller was advised to expect a return kit. Cas called back stating that they had an adverse event during the case. While using competitors hardware and catheters except for the nuvision catheter the patient became hypotensive. Using ultrasound they found a pericardial effusion. This was after transeptal approach and ablation. The patient had an pericardiocentesis and was stable. No (B)(6) equipment was in use except for this single catheter. Unknown medtronic generator in use. Afib case and appendage closure device not used due to adverse event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).